Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2019. Explanted: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-jan-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026. (B)(6) (con): the reason for call was patient (pt) reported that probably at least a year ago, their manufacturing representative (rep) told a hospital that they have a broken lead on their left leg or back and they couldn't get a procedure done. Pt stated that the rep confirmed on their ipad that they have broken leads. Then pt mentioned that they just spoke with the other rep via phone call today and they were telling the rep that they have broken wires going down on their left leg and they could feel them, and the rep said that they could have an MRI. Pt mentioned they have real trouble with their back, and they have titanium pages probably near to "l405" the device near to their spine. Pt also mentioned they were in a lot of pain, they got paralyzed left leg, and they go to comprehensive center for pain and manage their narcotics. Agent reviewed the role of rep and redirected pt to rep and healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they had tried reaching out to their healthcare provider (hcp) and was told that they only do injections. Patient said that they will just do an injections on their spine. Patient said that they are trying to get an MRI and the manufacturer representative (rep) was telling the hcp that patient cannot have an MRI due to broken lead. Patient was trying to find out how they can get the broken lead repaired so that they can do an MRI to identify nerve damage. Patient stated that an a different rep met them in toledo in a pain center couple of months ago and had their device programmed that when they lay down the device "would turn off" and now their device won't turn off. Patient tried to use the controller, turn on the stimulation and confirmed they are feeling the stimulation but when they lay down, patient said that they are feeling a stronger stimulations. Patient expressed that they just give up on it and very discourage in using the stimulator. Agent reviewed information and redirected patient to their hcp. Patient sent physician listing and emailed rep for visibility.